Manufacturer narrative:
" External pin fixation for stabilization of the mandible-comeback of a method: historical review and first experiences with the 'mandible external fixator' " (2009). Cornelius, c.p., augustin, j.b., & sailer, l.k. Journal of oral and maxillofacial surgery (2009; 13:1-14). This report is for an unknown cmf mandible external fixator set-phase 1/unknown quantity/unknown lot. UDI: unknown part number, UDI unavailable. Without a lot number the device history records review could not be completed. The investigationcould not be completed; no conclusion could be drawn, as no product was received.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, " external pin fixation for stabilization of the mandible-comeback of a method: historical review and first experiences with the 'mandible external fixator' " (2009). Cornelius, c.p., augustin, j.b., & sailer, l.k. Journal of oral and maxillofacial surgery (2009; 13:1-14). Country of orgin is (B)(6). A review of patients at the (B)(6) healtcare center using the synthes mandible external fixator set-phase 1 (synthes maxillofacial, (B)(4)). The study followed patients with head and neck tumors and head and neck trauma from march 2005 to november 2006. Eight patients had head and neck tumors and tow patients had head and neck truama. The mandible external fixator was used on on ten male patients between 39 and 73 years with a mean age of 55 years. (B)(6) male patient who was in a car accident had the external fixator installed to stabilize large pieces of the mandible. During the 7 days with the external fixator the patient experienced infection and loosening on the pin track. After 7 days the patient was converted to internal fixation, which is the normal course of treatment. This report is 1 of 1 for (B)(4). This report is for an unknown mandible external fixator set - phase 1. A copy of the literature article is being submitted with this medwatch.